Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose and had noticed bent infusion set cannulas. During troubleshooting with the insulin pump, insulin did exit tubing during a manual prime. No air bubbles or leaks were present. The insulin pump failed the high pressure test twice and was not detecting occlusions. The customer was advised to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.